Event description:
(B)(4) received a call on 10/24/2015 reporting that she was getting higher than normal readings on her prodigy meter. Patient stated that she called ems because she was unable to get out of bed. Upon arrival, paramedics tested patient's glucose with a result of 68mg/dl. Patient was advised by paramedics to eat breakfast since she had not eaten yet. Patient stated that after paramedics left, she performed a blood glucose test with a result of 198mg/dl. Follow up attempts were made via phone calls and voice mails to collect additional information regarding this case but no response was received from enduser. (B)(4) called customer back and listened to the recorded call. The following was recorded: the pdc meter was not used for almost 48 hours prior to her going to bed on the evening before she called the medics. She stated she called the medics at 8 something am on the day of the medical attention but the reading of 198mg/dl was not until 10:43 am. Prior to that her only previous reading prior to the event was taken at 10:46 am on (B)(6). She also takes lantus before going to bed. She also stated that the medics advised her to eat something to help prevent another medical event. This is all the information prodigy diabetes care was able to collect in reference to this case.